Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated revision procedure, a loss of capture was observed on the left ventricular lead. No patient symptoms were reported. Fluoroscopic imaging revealed that the lead had become dislodged. The lead was capped without replacement at that time.